Manufacturer narrative:
2021-05-0000174 - 1216677-2021-00111 is a duplicate of 2021-03-0000444 - 1216677-2021-00070. Please see the investigation findings for (B)(4) 1216677-2021-00070 below. Investigation: x-review DHR, x-inspect returned samples. Analysis and findings: complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 10/17/2019 under wo #269835 & 269843 and shipped on 12/12/2019. Manufacturing record review: DHR's 269835 & 269843 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was returned for unconfirmed intermittent function noted on log 95722 february 16, 2021. The unit was fitted with a new board as a precaution. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on RMA 317337. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Correction and/or corrective action: the customer was provided with a new generator. The returned unit was found to function to specifications free of defects. As the inspection of this unit did not provide a confirmation of the described complaint, or any defects, this unit was sent to engineering to be further evaluated. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report received through medwatch- per mw5100716-serious injury was indicated. "The patient under went leep procedure in our facility. Patient called at 6.am the next morning with complaint of heavy vaginal bleeding. I met with the patient at our facility. I examined her and found the entire surgical site to be oozing. I attempted to cauterize the area using the roller ball but was unable to achieve hemostasis because leep machine was unable to adequately cauterize the tissue. An ambulance was called and patient was taken to the ed mount. Sinai hospital. 1216677-2021-00111 leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report received through medwatch- per mw5100716-serious injury was indicated. "The patient under went leep procedure in our facility. Patient called at 6am the next morning with complaint of heavy vaginal bleeding. I met with the patient at our facility. I examined her and found the entire surgical site to be oozing. I attempted to cauterize the area using the roller ball but was unable to achieve hemostasis because leep machine was unable to adequately cauterize the tissue. An ambulance was called and patient was taken to the ed (B)(6) hospital.. 1216677-2021-00111 leep precision intg sys. (B)(4).